Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell several times. Most recently, the pt fell against an exercise bike and the paddle hit just above the neurostimulator. The stimulation should have gone all the way to the pt's toes, however, following the fall, the stimulation only went as far as the foot arch. The pt was reprogrammed at the doctor's office on (B)(6) 2011 and the stimulation covered the correct area for a few days. No x-rays were taken. Add'l info has been requested, but was not available as of the date of this report.